Event description:
Patient was having a left femoral artery embolectomy. Surgical resident inserted a 4fr embolectomy latex balloon into the artery. According to the resident, he filled the balloon with the recommended volume (0.75ml) and it ruptured. The latex balloon separated from the catheter and was dislodged into the femoral artery. Retrieval was attempted with another catheter but was unsuccessful. Could not x-ray latex so it was not retrieved.